Event description:
On (B)(6) 2010, a female pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. After placing the grafts, ballooning was performed via capter valve of main body delivery system. Then the physician attempted to remove the balloon catheter from fully opened capter valve, but it was tight, so he grasped the capter valve with his left hand and successfully pulled out the balloon catheter from the valve, and the valve control/rotator and the clear chamber part separated. He reset and held them to continue the procedure. Some blood leak was confirmed when they separated, but the procedure was completed without any other problems. The pt's condition after the procedure is unk.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.